Event description:
On 12/04/2000, the facility's purchasing agent informed the MFR's representative of the following: unable to draw blood. He did not have all the details and requested the MFR.'s representative to contact the facility's rn/risk manager for add'l info. On 12/05/2000, the facility's risk manager informed the MFR.'s representative of the following: the device was placed in 2000. Later, the nurse attempted to access the device; however, she was unable to aspirate/draw blood and somehow the catheter became displaced. Per the surgeon, placement of the catheter was confirmed via c-arm at the time of the procedure. The facility's o.r. Staff stated that the device catheter may have been cut too short (12cm)? The device was removed in 2000, and replaced with another device also in 2000. To date, no problems have been noted with the replacement device. The pt did not incur any ultimate injury as a result of this event; however, per the hospital's policy wanted the device returned to the MFR for analysis. Pt feeling was that this event may have been related to procedural factors, not the device or a device malfunction. She would contact the facility's pa and request he fax the MFR's representative a copy of the facility's medwatch report. To date the MFR has not received neither the device or the medwatch report. No further details are available at this time.